Event description:
It was reported that there were concerns this left ventricular (lv) lead exhibited loss of capture (loc). Technical services (ts) reviewed the reports and could not confirm or deny loc. It was noted that the lead exhibited good thresholds and an adequate safety margin. Ts suggested to consider bringing the patient in for an evaluation for capture. The lead remains in use. No adverse patient effects were reported.